Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. Leaking motor oil was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.